Event description:
It was reported that the customer went to the emergency room two consecutive days due to high blood glucose. Nurse stated that the customer's blood glucose reading the first day was over 700 mg/dl he was treated and released. The fallowing day customer came back to the emergency room with blood glucose reading of 390 mg/dl. Nurse stated that the customer has onset alzheimer and he can not remember how to use or how to fill the reservoir with insulin. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.